Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed correctly. The animas vibe user's guide states: do not enter a bg value for cgm calibration if you see the signal loss or error reading symbol on the cgm data or cgm trend screens on your pump. This means the pump and transmitter/sensor are not communicating. Also, do not calibrate your cgm if your glucose level is changing at a significant rate, typically more than 2 mg/dl per minute. Calibrating during a significant rise or fall in glucose levels may affect the accuracy of sensor glucose readings. At the time of contact, no injury or medical intervention was reported.